Manufacturer narrative:
Date of event: event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient walked through a metal detector at the library about a week ago and right after that they had a sudden return of symptoms, had been urinating a lot, and were back to the way they used to be symptom-wise before they got the device. The patient also was getting poor communication on their programmer since then, it wouldn't do telemetry. It was reviewed that emi of a security screener wouldn't likely cause the poor communication screen. The patient put new batteries in the programmer prior to the call and it did not resolve the issue. Troubleshooting on the call didn't resolve the issue and the patient was sent a replacement programmer to try. The patient noted they were getting good symptom control before walking through the security gate. On (B)(6) 2019 the patient called back to report they received the replacement programmer, but it was doing the same thing. The patient was advised to follow up with a healthcare provider to check the ins to see if it was depleted. No further complications were reported.